Event description:
Healthcare professional reported, right side deflation. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening striated on anterior side assessed, as surgical damage. Observed, crack opening on diaphragm valve assessed, as cracked valve seat diaphragm valve. Delamination of the diaphragm valve assessed, as adhesive failure. Additional observations: crease fold observed, wear abrasion observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device explanted.